Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The elctrogram displayed several episodes with noise on the ventricular channel, causing a shock to be deliverd. The device was implanted 1 month ago, however the chronic ventricular lead has been implanted approximately 8 years. Additional information was received stating the pocket was opened and the high voltage leads were found reversed in the header. This issue was corrected and the device remains implanted.